Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The filter was retrieved at another facility, the device is not available for evaluation. The event investigation is currently underway.

Event description:
It was reported that the filter legs failed to open upon deployment and the filter migrated to the right atrium. Reportedly, a competitor's long introducer sheath was used to place the filter from the popliteal vein access site. It is unknown how the physician advanced the filter through the sheath. However, upon deployment of the filter in the infrarenal location, the filter's legs did not open and the filter migrated into the right atrium. The patient was transferred to another facility for surgical removal of the filter. The patient was reported to be doing well post surgery.